Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, a deformity was found at the proximal pole of the pacing lead, namely, a tortuosity/bend at the tip that made it impossible to attach to the generator. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.